Manufacturer narrative:
H6.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure of a right atrial leadless pacemaker (ra pm) on (B)(6) 2025, it was reported that the helix stretched while advancing the protective sleeve. The ra lp was not used and a new ra lp was successfully implanted. The patient was stable throughout the procedure.